Event description:
It was reported that this right ventricular lead was surgically abandoned due to having experienced fracture. Another lead was implanted instead. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead was explanted due to having experienced fracture. Another lead was implanted instead. No further adverse patient effects were reported.